Event description:
Patient presented with swelling between the nasolabial fold and upper lip, immediately after an injection with "about 0.2 ml" of juvederm in the upper nasolabial folds. The physician compressed the site and noted slight bruising away from the injection site. The following day, the physician noted the swelling was subsiding, but the patient was "very bruised." The physician was worried about arterial necrosis, so hyaluronidase was prescribed. Additionally, the patient was prescribed nitropaste. The patient does not have any known allergies. Recently, the patient did have an ulcer and is currently taking pantaloc concomitantly. When asked if the treatments were prescribed to hasten the resolution of symptoms or to prevent worsening of symptoms that may lead to permanent damage, the physician stated "both."

Manufacturer narrative:
(B) (4).